Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and device exchange due to patient's concern with product. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold and opening on posterior. Leak test and microscopic analysis was performed which identified: puncture opening on anterior, sharp opening on posterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Punctured assessed as surgical damage like.

Event description:
Healthcare professional reported left side deflation and device exchange due to patient's concern with product. Device has been explanted and replaced with a non-allergan device.